Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036). (B)(4). Notes: initial MDR originally submitted to the FDA on 07dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 15/nov/2018. Inspection of the unit was performed on 28/nov/2018 where the quality control inspector found the following: leak at biopsy channel (large/ primary) distal side, insertion tube root brace failure, insertion tube severe crush at stage 2, fluid invasion in control body, failed dry leak test, failed wet leak test, customer complaint confirmed, suction arm loose, insertion tube gauge/dig at stage 1, fluid invasion not observed in pve connector, segment screw loose at insertion tube, control body mild corrosion inside. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the user upon complettion. Parts replaced: o-rings and seals, balloon feeder/return tube, operation channel, distal joint screw m1, insertion flexible tube, staycoil assy attaching screw, staycoil collar, bending rubber, segment staycoil assy pb-free, sub connector pb-free, heat-shrink tube ID=5mm l=30mm, cn3 label pb_free, cn4 label pb-free, root brace rubber.